Manufacturer narrative:
Block h6: imdrf device code a150208 captures the reportable event of device entrapment.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on (B)(6) 2023. During the procedure, after the clip was fired, there was a small metal piece that broke off at the end of the line that was found inside the scope and remained inside the patient. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.